Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the standby and exhalation tests failed during a pre-use check. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The device was sent to a bench repair center and evaluated by a bench service engineer (bse). The bse observed that the average air when set to 0 standard liters per minute (slpm) was too low. Per the service manual, the bse determined that the flow sensor assembly (fsa) or the data acquisition (da) printed circuit board assembly (pcba) needed to be replaced. A replacement fsa has been ordered, and further bench service is pending. This investigation is ongoing.

Manufacturer narrative:
On (B)(6) 2025, the bench service engineer (bse) replaced the flow sensor assembly (fsa) to resolve the issue. The bse completed a performance verification test (pvt) which the device passed, confirming a return to full functionality. The device is being sent back to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.